Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse replaced the ec to resolve the issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the ec involved with this complaint and completed the device evaluation. During failure analysis, the returned part was tested on an in-house system and failed with error code 319. The dual camera interface board and endoscopic controller power distribution board within the ec were found defective.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system displayed error code 319 on the endoscope controller (ec) at startup. The customer received phone assistance from the technical support engineer (tse). Tse walked caller through hard power cycle and reseating of system cable at the ec and video processor with no change. No further information was provided at this time. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.